Event description:
The user facility reported that during an attempt to crush a hard stone, the proximal end of the basket wire near the handle broke. The basket could not be removed, as it was said to be encased around the stone. The users reported to have utilized a non-olympus lithotriptor handle to attempt to manually crush the stone and remove the basket, without result. The users transferred the patient to a different facility to undergo surgery to remove the basket. The status of the patient was not provided.

Manufacturer narrative:
Olympus followed up with the user facility by phone and in writing to obtain additional information regarding the reported event, but only limited information was provided. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon cannot be conclusively determined at this time. However, the size and density of the stone may have caused or contributed to the reported event. The (B) (4) instruction manual states: "a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that emergency treatment may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place." If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.